Manufacturer narrative:
The suspect device has not been returned for evaluation. However, according to the logs provided by the customer, it shows that the blower test was not performed. There are temperature related alarms 241-temp. Of blower high occurred 12 times between (B)(6) - (B)(6) 2021 and these alarms were acknowledged and reset by user most of the time. Multiple times, log shows that the unit blower temperature increases from 73.7 ¿c to 139 ¿c. Results of investigation: vyaire medical determined root cause due to user fault- lack of maintenance / filter exchange combined with not reacting on blower temperature alarms. Instructed the users about the replacement of filters and educate them about handling the temp related alarms.

Event description:
The customer reported bellavista 1000 having alarm 316-blower failure while on a patient. It was confirmed that the patient was removed from the ventilator as the ventilation stopped yet no patient harm reported associated with the event.